Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant continued: 5076-52 lead, implanted (B)(6) 2004. The 5071-53 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device failed to withhold inappropriate therapy to the patient for detection of t-wave oversensing (twos) by the right ventricular (rv) lead. Reprogramming was initially performed, but it did not resolve the problem. The patient was admitted to the hospital for additional reprogramming. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.